Event description:
(B)(6) advia centaur xp (B)(6) results were obtained by the customer when a performing a new reagent lot to a previous reagent lot patient correlation study. The (B)(6) correlation results with the new reagent lot were considered discordant, therefore corrected reports were not issued to the physician(s). There was no report of patient treatment being altered or adverse health consequences due to the discordant advia centaur xp (B)(6) results.

Manufacturer narrative:
A siemens customer service engineer (cse) was sent to the customer site for instrument inspection. After evaluation of the instrument and instrument data, the cse found no instrument issues that may have contributed to the (B)(6) correlation results with the new reagent lot. The customer's quality control results were within acceptable limits for both reagent lots at the time of the event. The cse proactively replaced the following valves: 56, 57, 59, 60, 68, 69, and 72. The cause for the (B)(6) advia centaur xp (B)(6) patient lot to lot correlation study is unknown. The patient samples were not repeated with the new reagent after the cse visit, and the patient samples are not available for further investigation. The customer has not observed any additional (B)(6) discordant results with the new reagent lot. No conclusion can be drawn. The IFU states in the limitations section: "the results from this or any other diagnostic kit should be used and interpreted only in the context of the overall clinical picture. A negative test result does not exclude the possibility of exposure to hepatitis c virus." (B)(4).